Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that in the morning, the customer experienced blood glucose (bg) levels in the 200-300 mg/dl range. After discussing the pump settings with a healthcare provider, the carbohydrate ratio was adjusted to resolve the morning high bg level.